Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump was also received with a missing segment/partial display. Unable to perform the displacement test and self test due to missing segment/partial display. The pump was cut open to perform visual inspection and found a bleeding lcd glass. Corrosion was found on the pcba 1, pcba 2, force sensor and motor assembly noted. No corrosion or moisture damage found on vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and no missing segments/partial display noted. The pump was able to navigate and continued self test. The pump passed the self test and no missing segments/partial display noted. A missing segment/partial display was confirmed due to a bleeding lcd glass. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a serial number label fading. Cosmetic damage was confirmed at the back of the pump. Unable to perform the required testing due to a missing segment/partial display. A missing segment/partial display was confirmed due to a bleeding lcd glass. During visual inspection, corrosion was found on the pcba 1, pcba 2, force sensor and motor assembly noted. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported damaged the pump. The customer reported no adverse event.the event involved product mmt-1712kl. Troubleshooting was performed. No harm requiring medical intervention was reported. Product return was requested for mmt-1712kl and insulin pump was retuned for analysis.